Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Review of the controller log files associated with the event showed parameters to be within normal operation. On-site inspection of the driveline cable by the clinical engineer revealed damage to the original strainrelief repair, confirming the reported event. Additionally, after removal of the repair conducted by the patient, multiple areas of the outer sheath appeared to be yellowed and cracked. A driveline sheath repair was performed to mitigate the conditions reported on the driveline outer sheath and a driveline strain relief repair was performed to mitigate the conditions reported on the driveline strain relief. There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the available information, the most likely root cause of the driveline strain relief repair damage may be attributed to factors such as improper handling. Heartware initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the site that the patient was hospitalized for a minor surgical procedure. It was removal of skin cancer lesion from the ear. The vad coordinator noted an elaborate home made repair on the driveline near the strain relief portion. The coordinator did not take down the repair for ample rescue tape and a hose clamp that was purchased by the patient. A manufacturer's representative was notified and the patient was seen in the clinic wednesday morning to assess the driveline. A driveline sheath repair was performed per specifications. There were no reported pump stops and no reported effect on the patient.